Manufacturer narrative:
With regards to this complaint, one backflush instrument with soft-tip cannula and active aspiration was received. Visual inspection of the returned product revealed that the shaft was bent and that the silicone tip was torn off (remains were still properly glued to polyimide). Since all backflush instruments are visually inspected prior to being released for distribution, the observed damage must have occurred after the instrument left the controls of d.o.r.c. This type of damage usually occurs when the closure valve of the cannula is not opened to facilitate easy insertion of the silicone tip or when the tip comes into contact with another instrument. Because of characteristics of the tip, use of the backflush instrument should be consistent with the instruction of use, to prevent the soft material to be damaged. Sales of this product since 2012 have been approximately (B)(4) items, and the number of similar complaints in that same period has been 31. It is concluded that the risk/benefit profile of the product remains strongly positive, and no corrective action is indicated.

Event description:
The tip of the backflush loosened inside the patient's eye during surgery.

Manufacturer narrative:
Investigation will be initiated as soon as the complaint article is received.

Event description:
The tip of the backflush loosened inside the patient's eye during surgery.